Event description:
It was reported that the patient presented to the hospital for cardiac arrest. It was suspected that the device did not deliver shocks appropriately. Signals of varying amplitude on the ventricular sense and amp were observed. It was noted that chest compressions were administered to the patient. Ventricular sensitivity was reprogrammed and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.